Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 709mg/dl. It was also reported that the customer stated experiencing vomit and nausea. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime test and passed. No further info was provided.